Manufacturer narrative:
Received 1 drainage bag with catheter and packaging label. The reported event was confirmed as manufacturing related. Per the visual inspection of the received sample, no obvious defects were noted. Per the functional evaluation, water was injected by drainage lumen and leakage was noted by a cut below the bifurcation area on the drainage lumen. The cut from the bifurcation area on the drainage lumen measured 1/16¿ (0.0625¿). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use". (B)(4).

Event description:
It was reported that the catheter leaked urine from the tubing, near the "hub", below the balloon, for twenty seconds. Subsequently, the device was replaced. The nurse reported that the patient needed a foley catheter for chemotherapy, and ativan was given prior to placing the foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked urine from the tubing, near the "hub", below the balloon, for twenty seconds. Subsequently, the device was replaced. The nurse reported that the patient needed a foley catheter for chemotherapy, and ativan was given prior to placing the foley